Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 13f sheath hole prior to an impella removal interventional procedure. The first prostyle was deployed successfully and the sutures were put to the side. Reportedly, when the second prostyle was being advanced in the vessel, the black sheath portion broke off from the metal guide. Kellly clamp hemostats were used to remove the black sheath portion from the patient anatomy. An attempt was then made with a third prostyle device; however, the suture and knot were outside of the body after deployment. The impella removal procedure was completed. The one successfully pre-placed prostyle suture was removed as they couldn't place a second and the physician opted to use a femostop to achieve hemostasis instead. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1-initial reporter updated.